Event description:
The customer observed biased results and condition codes on the vitros dt60 analyzer. Biased results could lead to inappropriate physician action. There was no report of harm as a result of these events.

Manufacturer narrative:
(B)(4). Troubleshooting determined these events to be consistent with a user-induced tracking error. User error was the cause of these events. This report covers malfunctions only and excludes death and serious injury.